Manufacturer narrative:
One device was returned for repair in used condition. Error 1720 was found in the event history logs. Visual evaluation found rear housing battery contact were bent, downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seals were contaminated. The error code was not duplicated by functional testing. Most probable cause of the error code was a defective back-up-capacitor. Replaced back-up-capacitor to correct the issue the device passed all functional tests after the repair.

Event description:
It was reported that there was an error code 1720. The reported product fault occurred during testing. There was no patient involvement.